Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that chest x-ray revealed that the right ventricle lead had dislodged. The lead was repositioned on (B)(6) 2021. Patient was stable before, during, and after the procedure.